Event description:
Noticed columns not filling properly with h2o. Each unit had to be "primed" even after initial set-up. Over heating did occur. Not conclusive as to whether any pts were compromised by this fault. Co rep notified and samples sent to MFR. Received notice from co that the flow valve in the fill tube did malfunction. All of hosp's stock has been replaced with the new updated valved flow tube on 9/17/93. As of this date, no further occurrances reported. Used on 4 different ventilators, all had some difficulty.